Manufacturer narrative:
The product was not returned for evaluation. Unable to determine if there was any product malfunction, defect or condition that could have contributed to the reported hospitalization and the communication error of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide states, ¿if communication does not work, the pdm will walk you through the necessary steps to re-establish communication. Communication can fail if the pdm is too far from the pod; the pdm and pod should be side by side while priming during activation. Communication can be interrupted by outside interference.¿

Event description:
The customer reported that while in the hospital for cardiac catheterization there was a communication error with the pod. No treatment was provided for the patient's diabetes.